Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation of the uterus (migration of the essure-device to the abdominal or pelvic cavity') and perforation ('perforation other organs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalization and medically significant), uterine perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), headache ("headaches"), alopecia ("hair loss"), weight fluctuation ("weight changes"), tooth loss ("tooth loss"), mood swings ("mood changes"), anxiety ("anxiety / mental anguish") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, fatigue, headache, alopecia, weight fluctuation, tooth loss, mood swings and depression outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: on or about (B)(6) 2008, the plaintiff had the essure devices implanted on or about (B)(6) 2020 the plaintiff under went surgery to remove the essure devices. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation of the uterus (migration of the essure-device to the abdominal or pelvic cavity') and perforation ('perforation other organs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalization and medically significant), uterine perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), headache ("headaches"), alopecia ("hair loss"), weight fluctuation ("weight changes"), tooth loss ("tooth loss"), mood swings ("mood changes"), anxiety ("anxiety / mental anguish") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, fatigue, headache, alopecia, weight fluctuation, tooth loss, mood swings and depression outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: on or about (B)(6) 2008 and (B)(6) 2008, the plaintiff had the essure devices implanted on or about (B)(6) 2020 and (B)(6) 2020 the plaintiff under went surgery to .remove the essure devices. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("perforation of the uterus (migration of the essure-device to the abdominal or pelvic cavity"), perforation ("perforation other organs"), embedded device ("essure coils appear embedded within the fundal myometrium") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of spontaneous abortion, parity 3, multi gravida, hypertension, augmentation mammoplasty, tonsillectomy, cholecystectomy, abdominoplasty, pelvic pain female, cholecystectomy, rash, abdominal discomfort and bloating. Previously administered products included: oral contraceptive nos. The patient had a family history of cervical cancer. Concurrent conditions were listed as pelvic pain female, vaginal discharge, adenomyosis, cholecystitis, right upper quadrant pain, abnormal uterine bleeding, cramp in lower abdomen and heavy periods. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalisation and medically important), uterine perforation (seriousness criteria hospitalisation and medically important), perforation (seriousness criteria hospitalisation and medically important), embedded device (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), headache ("headaches"), alopecia ("hair loss"), weight fluctuation ("weight changes"), tooth loss ("tooth loss"), mood swings ("mood changes"), anxiety ("anxiety / mental anguish") and depression ("depression"). The patient was treated with surgery (essure removal on (B)(6) 2020, total laparoscopic hysterectomy, bilateral salpingectomy. And novasure/thermachoice endometrial ablation). At the time of the report, the anxiety had not resolved. The outcomes for pelvic pain, fallopian tube perforation, uterine perforation, perforation, embedded device, genital haemorrhage, abdominal pain, back pain, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, fatigue, headache, alopecia, weight fluctuation, tooth loss, mood swings and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: on or about (B)(6) 2008, the plaintiff had the essure devices implanted. On or about (B)(6) 2020 the plaintiff under went surgery to .remove the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2008: there was no filling of the right fallopian tube and then position of the essure appears satisfactory. However, there was filling of the left fallopian tube and the left essure is mostly lying within the uterus. Therefore, the left essure requires repositioning. Normal appearance of the uterus [magnetic resonance imaging pelvic] on (B)(6) 2020: findings: uterus is anteverted measuring 6.1 x 3.5 x 4.0 cm. Bilateral essure coils are in situ. The coils resulting in metal artifact, obscuring the junctional zone. Both essure coils are medially located relative to the expected location of the tubal ostia and appear to be embedded within the fundal portion of the uterine myometrium. The right coil appears to protrude through the myometrium by approximately 4-5 mm, suggesting perforation. The left coil comes in close proximity to the serosal surface of tlie myometrium and may also be perforated by no more than 3mm. Impression: both essure coils appear embedded within the fundal myometrium and there is evidence of perforation on the nght side. The left coil comes in close proximity to the serosal surface of the left fundal myometrium and may also be slightly perforated. The coils results in metal artifact, limiting assessment for uterine adenomyosis but this is felt unlikely to be present. [Pathology test] on (B)(6) 2020: clinical history: previous endometrial ablation. Essure coils. Clinical diagnosis - pelvic pain. Source of specimen. Uterus and cervix, bilateral tubes. Gross description: the underlying myometrium is 1.0 cm in thickness. Sectioning reveals essure coils in both left and right comu areas of the uterus. Diagnosis: hysterectomy and bilateral salpingectomy; uterus with cervix, right and left fallopian tubes: residual endometrium not identified (history of previous ablation). Uterine leiomyoma. Benign cervical tissue. Benign fallopian tubes. [Ultrasound scan] in (B)(6) 2016: cholelithiasis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Event device embedded added. Medical history, patient information , lab data & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.